Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when severing the blood vessel, a small amount of bleeding was found, and an absorbable ligation clip was given to stop the bleeding. Before use, the absorbable ligation clip was checked to be intact in appearance and normal in performance. The ligation clip was used to clamp the blood vessel, and the bleeding stopped, but after a few minutes, the surgeon found that the ligation clip was not completely closed. A new ligation clip was used to complete the case. The bleeding stopped, and the patient's vital signs were stable.